Manufacturer narrative:
Calibration was last performed on 13 nov 2022 and was acceptable. Qc was acceptable prior to the event. The field service engineer (fse) found a hole in the rinse tubing and replaced it. Operational checks, mechanical checks, a precision test, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial creatinine result was 1.39 mg/dl. The result was reported outside of the laboratory. The customer was prompted to repeat the sample as their qc was out of range for other tests. The repeat result was 1.01 mg/dl. The repeat result was deemed correct. The reagent lot is 64353201 and the expiration date is 28 feb 2023.